Event description:
It was reported that the pulse generator was not pacing, and couldn't be interrogated.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun

Manufacturer narrative:
Final analysis found the pulse generator to exhibit back-up mode. The product code could not be downloaded, the device lost telemetry and output due to the battery being depleted. After replacing the battery the device functioned normally. The device was implanted for 40.77 months. The device was exposed to electrocautery.